Event description:
During service and repair pre-testing it was observed that the attachment device was overheating. This device was not used in surgery when the event occurred. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and the customer's complaint that this device was overheating was confirmed. A functional assessment was performed and the device exceeded temperature limits in the base of attachment. This was due to normal wear over time. Should additional information become available, a supplemental medwatch report will be submitted.